Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial:(B)(6)); product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller is not working since this morning. Patient stated the controller was flickering a few days ago and they thought it was a message. Patient services assisted patient with resetting the controller, after resetting, the controller did not power on when plugged into the outlet with green light on the outlet. Patient service asked patient to inspect the ac power supply cord for damage and patient said there is no visible damage to the cord or controller. Patient services (ps) asked patient to place battery pack inside the controller, and controller did not power on with or without battery pack. Ps confirmed the controller did not get wet or dropped. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.  (B)(6) 2023 rtg0491106 (con): additional information was received from a patient (pt). It was reported that they got the replacement controller, and was going through the set up process, but stopped on the select your device screen for a time, while they were looking for their ins serial number and then software problem came up (1-intellis, 2-3.6, 3-243, 4-qf_port). Agent had pt reset controller and pt confirmed software problem was gone. Pt then went through the set up screens and successfully paired to the implant. Pt was able to start recharging during the call and said implant battery was red. Pt selected the wrong time in set up process, agent showed pt where to find time in the menu to change time once pt was done charging. Agent reviewed how to turn stim back on once implant charged more.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6): product type product ID 97745nt serial# (B)(6): product type h3: analysis of the 97745 controller (serial number (B)(6) ) revealed main board corroded, replaced main board due to corrosion/liquid damage causing charging /power/connection issues. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Corrosion damage to pcbs in unit. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.